Manufacturer narrative:
Approximate age of device ¿ 8 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that after over 8.5 years of support, the pump was not able to maintain fixed speed continuously, confirmed via the system controller log files. Because the pump could not run as expected and adverse consequences could not be excluded, the pump was exchanged. The exchange went straight forward and the patient was transferred to the intensive care unit in stable condition. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed internal driveline wire damage that would have contributed to the reported event. The submitted log file contained approximately 3 minutes of data and captured pump stoppage events throughout the duration of the file. These events corresponded with low speed and low flow hazards alarms. The pump stoppage event occurred while the patient was supported by the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The pump was returned assembled with the driveline (dl) cut approximately 2.5 inches from the pump housing and the distal portion of the dl was returned in two segments. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The dl was tested for electrical continuity and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. Upon removal of the outer silicone jacket and clear silicone substance of each segment of the dl, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. Visual examination of the wires of the middle segment revealed a breach to the insulation of the black wire at approximately 4 inches. Additional breaches to the black and green wires were observed at approximately 30 inches from the metal connector. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The green wire redundantly supports motor phase 1, while the black wire redundantly supports motor phase 2. The reported event could have been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on battery power or on a tethered power source (such as the power module) using a grounded or ungrounded patient cable. The system also had the potential for an electrical short to ground, during which an interruption in pump function could result if the exposed conductors of any of the compromised wires contacted the braided shield while the patient was operating on a tethered power source using a grounded patient cable. Incidental finding: visual inspection of the dl revealed rescue tape present throughout the external portion of the distal end segment. Upon removal of the rescue tape, it was noted that the silicone jacket had been removed and replaced with a clear silicone substance. The remaining segments of the dl did not reveal any damage. No further information was provided. The manufacturer is closing the file on this event.